Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were received and reviewed. The medical records did not reveal a cause for the patient¿s peritoneal dialysis catheter infection or peritonitis. The patient¿s peritonitis appears to be sterile peritonitis. There was no documentation in the medical records that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis or peritoneal dialysis catheter infection

Event description:
Medical records were received from the patient¿s treatment facility. The patient presented to the hospital on (B)(6) 2016 with abdominal pain. The peritoneal fluid was drawn and the patient was diagnosed with peritonitis. Medical records revealed the patient¿s cultures showed no growth. Although the patient¿s (B)(6) 2016 peritoneal dialysis culture had an elevated white blood cell count, the eosinophil count was only 2. The patient¿s peritonitis was treated with vancomycin and gentamycin at the hospital and then when discharged continued with just the vancomycin (dosage and frequency unknown). The following day the patient left the hospital against medical advice. The patient¿s final diagnosis was peritoneal dialysis catheter infection and peritonitis.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services for his clinic's on-call nurse's number as he was hospitalized for peritonitis on (B)(6) 2016. On follow-up with the patient's nurse she reported there was no growth on cultures taken both at the hospital and the clinic. Both cell counts revealed a high white blood cell count. The patient was treated with vancomycin and gentamycin at the hospital and then continued with just vancomycin once discharged the following day. Follow-up with the clinic nurse indicated the peritonitis was a sterile peritonitis.